Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had replace/missing battery error. There was no patient involvement.

Manufacturer narrative:
Annex b: b21. Annex c: c21. Annex d: d16. Annex b: b01. Annex c: c17. Annex d: d07. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Investigation summary: field technician stated issue of ¿missing battery error¿ was confirmed. Pcu was disassembled and found the battery harness was disconnected from the power supply board. After reconnecting the battery harness the device was then observed to be operating as expected. On 12-nov-2024, pcu device was received unboxed and with paperwork. External investigation confirmed the reported problem upon power up. Internal investigation revealed a disconnected battery harness. Device to be returned to san diego repair center for normal processing. No repair required by bd san diego repair center as the battery harness was re-connected during the investigation in the lab. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had replace/missing battery error. There was no patient involvement.